Event description:
It was reported that the home patient (hp) alleged that the minicap did not have sufficient amount of iodine in the foam sponge before it was used. There was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, a follow-up will be submitted.